Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .035 catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .035 catheter was used in a peripheral procedure. During pullback, the catheter got stuck on the guidewire; therefore, removed together as a system. A venogram was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Blocks d9 & h3: the visions catheter was returned for evaluation. Block h3: the visions catheter was returned intact to a portion of the non-philips guidewire. Visual inspection of the catheter found the inner member bunched up within the "y" connector. During functional testing, an 0.037¿ mandrel was backloaded into the catheter and experienced resistance due to the portion of the guidewire that was stuck within the damaged inner member; however, was expelled from the catheter distal tip. Block h6: the probable cause of the reported failure is damage during handling/use. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.